Event description:
Customer had patient with results for troponin I of 0.1 using the triage cardiac profiler vs. Results using stratus of 5.0. Sample to be returned for investigation. Falsely depressed tni results may result in missed diagnosis for mi.

Manufacturer narrative:
Product support (ps) tested returned patient sample on triage and access ii and confirmed the client's observation of low tni results on triage meter and high results on access. Triage tni: 0.067, <0.05 ng/ml. Accessii tni: 4.65, 4.69 ng/ml. Ps treated the sample for potential hama antibody interference and observed the following results: triage + hama: 0.107 ng/ml. Access ii + hama: 4.50, 4.41 ng/ml. An increase in tni signal on the triage device with hama treatment suggests possible sample-specific depression of signal on the triage device. Because the increase in signal was not larger, ps could not confirm hama-antibody interference. A review of manufacturing data for device release showed no issue with tni recovery at time of product release. Risk assessment and CAPA evaluation pending.